Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient banged his head and afterwards he had no sound perception with the device. He was seen by the audiologist and the surgeon and the detected some bruising evident over the implant site. External parts have been checked and functioning. The patient has been seen by a med-el representative and consideration is being given to explantation and reimplantation of a new device. Reportedly, likely explanations for this are either excess swelling or fluid around the implant site or significant damage to the electronics. However, the external coil attaches well to the implant device and there is no apparent swelling around the internal device.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appear to match the damage found. The other damages found during device investigation are related to explantation surgery. This is a final report.

Event description:
The patient banged his head and afterwards had no sound perception with the device. He was seen by the audiologist and the surgeon and they detected some bruising over the implant site. External parts have been checked and found to be functioning. Patient has been re-implanted.